Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the patient needed help with her device because she couldn't get her main battery to help her; she was getting no relief. The patient was implanted two weeks ago and was having a lot of pain, pain in her back, and pain like she had before surgery. Her foot was also burning all of the time. This started a week and a half prior to the report. It was noted that the patient was getting relief from the back pain before a week and a half ago. The patient checked her device and she was on 45 on the "speedometer." She was up to 100 the night before and it didn't help; she didn't like the sensation. When she increased stimulation the sensation was irritating. Program b was worse than a, and neither were helping her. The patient programmer (pp) was used and it confirmed that the device was on at .30. When she increased the strength her entire foot and leg were burning and she felt numbness. Basic functionality using the pp was reviewed. The healthcare provider (hcp) later reported that there was a 50% or greater symptom reduction. The cause of the event was determined to be the patient needing reprogramming; it was not device related. Reprogramming of groups a-e and patient education were done on (B)(6). The patient did not experience a loss of therapeutic effect or a loss of stimulation. The patient recovered without permanent impairment. The patient further noted that they received assistance from their doctor or manufacturer's representative (rep) on (B)(6) and their concerns were resolved. They did not have concerns with their device or therapy. Additional information received reported that the system was to be explanted the following day. The stimulation helped initially after implant, but then the benefit was intermittent in nature, as it would help sometimes, but not all the time. The stimulation also made her legs feel funny. At the time, the patient had not used stimulation in 2.5 months. She was going to use other therapy to address her pain. It was reviewed that the message on the clinician programmer about the batteries being depleted and needing to replace the batteries meant that the implantable neurostimulator (ins) was discharged and needed to be charged. The indication for therapy was non-malignant pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.